Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system showed high, within range pace impedances with spikes and intermittent loss of capture (loc). The system also showed some noise, inhibition and high thresholds in bipolar some time ago. The patient has an escape rhythm between 30-32 beats per minute (bpm). The patient is dependent and has been symptomatic with lower paced rate due to intermittent loc. The patient has been feeling tired. The lead has been implanted for nearly fifteen years. Additional information was going to be discussed with physician. Recently, the patient had a red alert due to a polarity switch, related to high bipolar impedance. The patient had been in the office several days before and the device output was reprogrammed and was left on the bipolar configuration. After the switch, the patient began to have pocket stimulation at maximal output. The patient was hospitalized. At this point, the system has been explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system showed high, within range pace impedances with spikes and intermittent loss of capture (loc). The system also showed some noise, inhibition and high thresholds in bipolar some time ago. The patient has an escape rhythm between 30-32 beats per minute (bpm). The patient is dependent and has been symptomatic with lower paced rate due to intermittent loc. The patient has been feeling tired. The lead has been implanted for nearly fifteen years. Additional information was going to be discussed with physician. Recently, the patient had a red alert due to a polarity switch, related to high bipolar impedance. The patient had been in the office several days before and the device output was reprogrammed and was left on bipolar configuration. After the switch, the patient began to have pocket stimulation at maximal output. The patient was hospitalized. At this point, the system has been explanted at a surgical intervention. No additional adverse patient effects were reported.